Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery case the device would power on but not stay on which prevented proper cutting. There was no patient involvement, no harm or delay. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit had a damaged hose, was out of calibration at all readings, and that the control bar was not flush with the master blade. The head, control bar, shaft, semi circle bearings, thickness control lever, and hose were replaced and resolved the reported issue. It was noted that the unit has not been returned for preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.